Manufacturer narrative:
Continuation of d10: product ID ped2-400-20 (b776407); product type: ; implant date ; explant date medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the patient was undergoing treatment for aneurysm of the left internal carotid (ica) and posterior communicating (pcom). Dual antiplatelet treatment (dapt) was administered. The pru level was unknown. It was reported that the microcatheter was advanced to the m2 bifurcation and the product was inserted. Stent deployment was started from m1 with a sufficient margin. When stent deployment was started up to near the aneurysm, the entire system slipped toward the proximal side. When attempting to return the stent into the phenom 27 to deploy it again, the pipeline device was stuck in the distal shaft of the catheter at the time of receiving, and could not operating. Because it was confirmed that deployment could not be performed, it was retrieved as it was. It is unknown whether the microcatheter was pulled back to eliminate microcatheter sagging in an attempt to resolve the issue; it was checked but could not be confirmed. No damage was observed on the catheter, and no damage was observed on the delivery pusher. To complete the procedure a stent ped 4.0-18 was prepared again, and the treatment was completed. The pipeline was used for an indication that is approved (on-label). The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event.